Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported back wall stitch could not be determined. The reported patient effect of occlusion is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique prior to an impella interventional procedure. The sheath was upsized to 13f. Reportedly, after the sutures of the proglide devices were successfully pre-placed, the impella procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Post procedure, after leaving the cath lab, the patient's leg was noted to be cold. Imaging noted a back wall suture vessel capture. A balloon was used via an endovascular radial approach to open the artery and return blood flow to the right leg. There was a reported clinically significant delay. No additional information was provided.